Event description:
It was reported that the compressor mini was not turning on. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Investigation on-site by our field service engineer revealed that the compressor mains inlet fuses were blown. The fuses and the main inlet were replaced. The compressor was returned to service after successful function test and a safety check. Earlier investigations of similar complaints have determined that the cause of a damaged fuse could be one or a combination of the following causes: - electrical transients (voltage and/or current spikes) in the mains power. - bad electrical connection between the fuse and the fuse holder, e.g. Due to vibration in the system. - chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. - dust in the environment if deposited on the fuse holder, which will insulate an increase the temperature around the fuse and effect the contact between fuse and fuse holder. The conclusion in this matter is that the root cause of why the fuses and main inlet broke could not be determined.

Event description:
(B)(4).